Manufacturer narrative:
There was no ge employee visit to this site, and therefore the repair is unknown. No report of patient involvement. (B)(4).

Event description:
The hospital reported a malfunction causing an over delivery of pressure to the patient circuit. There was no report of patient involvement.